Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to enter in 70 grams of carbohydrates into the pump's bolus settings but the pump would not allow the customer to press the 0 after the 7. Tandem technical support found that the customer's carbohydrate settings were not turned on. Customer had been trained to use the pump with carbohydrates as bolus input, so tandem technical support assisted customer in turning the carbohydrates on. Customer's blood glucose was 142 mg/dl.